Manufacturer narrative:
If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Device not available.

Event description:
The surgeon reported that the patient who has been implanted with an exeter/mitch combination hip has elevated metal ions and evidence of fluid build up behind the prosthesis. Left hip. The surgeon is planning to revise the hip.